Event description:
No additional information received syringes that at the time of dispensing to the patient, the employee realizes that the secondary packaging does not have technical information, the packaging is blank. Of the device (materials, supplies) was inspection and verification (testing if necessary) of the dm performed prior to use? N/a. From the activity (method/procedure) is there a procedural protocol? Yeah. Of the individual (who uses the dm) does the professional using the device have the right skills? Yeah. Of the work team is there the right team to carry out the activity? Yeah. From the environment (storage/distribution) are the storage conditions met? Yeah. Of the institution (situations specific to the ips) was there a specific situation on the day of the event that contributed to the event? No. Of the patient does it present any special condition that favors the appearance of the event / incident? No.

Manufacturer narrative:
One photo received by our quality team for investigation. Through visual inspection, information on the primary packaging on the product blister pack is blank. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the teams investigation, possible root cause is associated with the printing sensor. Manufacturing personnel have been notified of this incident to increase awareness of this matter.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ syringe with needle packaging had no label information on it. The following information was provided by the initial reporter, translated from spanish: "syringes that at the time of dispensing to the patient, the employee realizes that the secondary packaging does not have technical information, the packaging is blank. Of the device (materials, supplies): was inspection and verification (testing if necessary) of the dm performed prior to use? N/a. From the activity (method/procedure): is there a procedural protocol? Yeah. Of the individual (who uses the dm): does the professional using the device have the right skills? Yeah. Of the work team: is there the right team to carry out the activity? Yeah. From the environment (storage/distribution): are the storage conditions met? Yeah. Of the institution (situations specific to the ips): was there a specific situation on the day of the event that contributed to the event? No. Of the patient: does it present any special condition that favors the appearance of the event / incident? No."